Event description:
Physio-control lifepak 10 pacemaker was applied on a cardiac arrest pt in asystole. The pacemaker turned on but failed to function. All electrodes and cables were checked for integrity and proper connection at the time of the incident & found to be adequate. Additionally, cables were disconnected & then reconnected, and the pacemaker procedure repeated again without pacemaker success.